Event description:
The customer reported the alarm led failed, and the error was present in the log. Not in patient use. The customer replaced the power management pcba, however it did not resolve the issue. The remote service engineer advised to replace the power switch overlay. The customer replaced the power switch overlay, and the issue was resolved.